Event description:
New information received notes that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to a vibratory alert for an increased in-range high voltage lead impedance. The vibratory alert was turned off. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.